Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 625203 roto-cam supercut scs 5mm 45cm was bent in the box on (B)(6) 2020. There was no patient injury nor death. Additional information was received on 25jun2020 that product was not used. The product arrived damaged.

Manufacturer narrative:
UDI#: (B)(4). The device was not returned to manufacturer for evaluation. Per the provided image, the shaft of the roto-cam was bent due to shipping or packaging damage. The reported complaint was confirmed. Roto-cam was bent out of package due to shipping damage. No manufacturing, workmanship, or material deficiency identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.